Event description:
During an atrial fibrillation procedure, a perforation occurred at the left atrial appendage. The event was noted during the initial mapping phase of the left atrium, after a difficult transseptal puncture on a floppy fossa ovalis. The perforation led to a immediate blood loss and the issue was resolved by performing a sternotomy and stitching the appendage hole. The procedure was completed and the patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.